Manufacturer narrative:
Although, several attempts to obtain additional information have been unsuccessful, synovis is continuing to pursue. No product was returned for evaluation. A review of the device history record was not possible, since the lot number was unavailable.

Event description:
The surgeon reported that his patient presented with a hematoma, and the cause was the coupler came apart. There was no tension on the pedicle. No additional information is available at this time.